Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was recovered four times without success, each attempt indicating maintenance was required. On the fifth attempt, the cubie popped open and reported a successful recovery. However, a minute later a nurse called to report that the drawer had failed again and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height drawer 2.1 with row b pockets experienced intermittent failures. The field service engineer (fse) replaced the cubic tray in drawer 2.1, reseated and verified all related cabling, and inspected slide bumpers. Missing or defective slide bumpers were found and replaced in drawers main 2.2, 3.2, 4.2, 5.1, and 5.2. After repairs, drawer operation was restored to normal with no further intermittent issues observed. The system functioned as intended after the field service engineer repaired the device.